Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow-up to perform defibrillation threshold (dft) testing as it was not performed at implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error message. Boston scientific technical services (ts) was contacted and it was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. Defibrillation testing was performed and converted the patient successfully. No adverse patient effects were reported.